Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. No additional event or patient information is available. The data log was reviewed on 05/08/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.